Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer dropped the pump and the touchscreen shattered. Blood glucose level was in the 240 mg/dl range and was addressed by delivering a bolus. Reportedly, the pump was still functional and the customer would continue to use the pump for insulin therapy.